Manufacturer narrative:
Section h6 health effect impact has been updated following completion of the investigation. Bolton medical, inc. (D/b/a (B)(4)), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"The graft had to be positioned for top of the struts to land just below a >90deg bend in the aorta. After the proximal clasp was released and while the nosecone was being pulled back, it was noticed that the one strut appeared to still be connected to the delivery system and was being pulled inward and down. Multiple manipulations were made to the system, but none allowed the system to pull away from the strut. We suspected that the segment just below the nosecone had worked its way behind the strut and was caught by its proximal hook. After several more manipulations we elected to run another wire up parallel to the system and try to use a 10mm balloon to push the system away from the strut/hook. That effort was successful, and the intact system was them pulled back into its sheath and removed. An aortic balloon was them used to ensure the full expansion of the bifurcate grafts and its struts before finishing the rest of the case without any other issues." Patient outcome - "there was no patient injury. Possible contributor to the deployment failure includes extreme angulation just proximal to where the graft landed."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"The graft had to be positioned for top of the struts to land just below a >90deg bend in the aorta. See attached photos. After the proximal clasp was released and while the nosecone was being pulled back, it was noticed that the one strut appeared to still be connected to the delivery system and was being pulled inward and down. Multiple manipulations were made to the system, but none allowed the system to pull away from the strut. We suspected that the segment just below the nosecone had worked its way behind the strut and was caught by its proximal hook. After several more manipulations we elected to run another wire up parallel to the system and try to use a 10mm balloon to push the system away from the strut/hook. That effort was successful, and the intact system was them pulled back into its sheath and removed. An aortic balloon was them used to ensure the full expansion of the bifurcate grafts and its struts before finishing the rest of the case without any other issues." Patient outcome - "there was no patient injury. Possible contributor to the deployment failure includes extreme angulation just proximal to where the graft landed."